Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received an "off no power" alert and did not receive a low battery alert prior. Customer's blood glucose was 123 mg/dl. During troubleshooting, customer reported that battery was not previously used and insulin pump was not dropped or bumped. After troubleshooting, numbers showed on display screen and quickly shut back off. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump powered up properly and no blank display noted. The insulin pump was received with normal operating currents and passed the self-test, error test, displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump was monitored and no unexpected off no power or low battery alert alarms occurred during testing. No damage was found on the lcd isolation tape during visual inspection. The insulin pump was received with cracked battery tube threads and cracked case at the reservoir tube window corner.